Event description:
The facility reported a pump that alarms and turns itself on and off. These problems occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 12 2007. Evaluation summary:the reported condition of the pump that turns on and off by itself was confirmed during product evaluation. This was due to depleted main batteries. The main batteries were replaced.